Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that prior to the valve-in-valve implant of this 26 mm transcatheter bioprosthetic valve into an existing bioprosthetic valve, the decision was made to use the markers of the surgical valve for placement instead of doing a preliminary angiography due to the patient's pre-existing advanced renal failure. During implant, the valve was positioned 18 mm distal to the surgical valve markers. Upon release from the delivery catheter system (dcs), the valve dislodged to 14 mm distal to the surgical valve markers and severe aortic regurgitation (ar) was noted. A second 26 mm valve was positioned 20 mm distal to the markers of the surgical valve but upon release, it too dislodged proximal and landed at the same level of the first valve. Since the patient still had severe ar, a decision was made to dilate the valves with a 24 mm non-medtronic balloon in an attempt to gain a seal. As the balloon was inflated, the transcatheter valves embolized out of the surgical valve into the ascending aorta just distal to the innomina te artery. After a small injection of contrast to denote the true annulus, a third 26 mm valve was successfully implanted with no regurgitation noted. While pulling out the pigtail catheter, it entangled in the two transcatheter valves that were positioned just distal to the innominate artery and freed them from their position. Two gooseneck snares were used to capture the tabs of the two valves and pull the valves back to a secured position in the aortic arch. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.